Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an un-specified procedure, the 4.0 x 80 mm armada 14 balloon catheter was advanced without issue. The balloon was inflated to an un-specified pressure; however, a balloon rupture occurred. The device was removed without issue and a new balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.